Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: silent rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 34-year-old caucasian female who underwent a breast augmentation primary with a mentor memorygel 425cc silicone breast prosthesis experienced bilateral silent rupture post procedure. As a result, patient underwent bilateral removal on (B)(6) 2022. This report relates to the right prosthesis.

Manufacturer narrative:
Additional information received on december 28, 2022 indicated that the post operative results showed that both implants were intact, and patient replacements devices are as follow: r) ref: 3504751bc; lot-serial: (B)(6), ref: 3504751bc; lot-serial: (B)(6). The patient has the history of the right-side breast pain. Suspect device received on january 03, 2022. Device evaluation completed on january 06 , 2022. According to the information reported, the patient underwent explantation of the sm mpp gel 425cc breast implant. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the sm mpp gel 425cc returned device. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).